Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had knee revision for loose, subsided tibial component. No infection was present from labs that were done so total knee revision was performed. All component except the patella were replaced. The cement used for the primary is unknown. There were no incidents during surgery to report. There are no implants to be returned. There is no more information to be obtained from surgeon or facility. Original surgery was (B)(6) 2014.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.